Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown biomet screw fractured in the implant. The fractured piece could not be removed and the implant had to be explanted. Tooth location 30.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An osseotite® tapered certain® implants 5 x 11.5mm (xifnt411) was returned for investigation. Visual inspection of the as returned products identified signs of heavy damage, likely from the removal process. Additionally, fractured screw fragments were found still embedded in the returned implants, correlating with the reported event description. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, based on the available information, device malfunction (screw fracture) did occur and the reported event was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.